Event description:
As reported by the user facility: event 1: detailed inquiry description: the patient was discharged home with a home infusion pump filled with 5 fu medication and it was supposed to be infused over 48 hours. Per patient, the pump finished after 30 hours. The patient experienced cardiac symptoms: chest pain. He went to emergency room (ER) and ekc appeared to be normal.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.